Manufacturer narrative:
Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. Prior to troubleshooting with tandem technical support, the pump supplies were changed to address the issue. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 200 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.